Event description:
The patient experienced stimulation in her leg and part of her back, but not both. The patient was not getting coverage of her low back pain. When stimulation parameters were turned up, the patient would have abdominal pain. An x-ray was taken (results not reported). The hcp reported that the implantable neurostimulator was or will be revised. The patient outcome was reported as a non-serious injury/illness.